Event description:
It was reported that a patient experiencing muscle stimulation presented to the clinic with the pulse generator in backup vvi. The patient had undergone a therapeutic radiation treatment. After a device software download, normal device function resumed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.